Event description:
Information received indicates the head section is drifting.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. He replaced the manifold to repair the bed. The technician performed and function check and found the bed operating properly.